Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 24mm x 2.50mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.50x28mm synergy¿ drug-eluting stent was implanted to treat the lesion. However, during post dilatation, distal edge dissection was observed. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.